Event description:
End user reported red bumps with tenderness on intact skin area around stoma. The product was in use for one (1) day.

Manufacturer narrative:
Based on the available info this event could lead to a serious injury. The use of accessory products was discussed with the end user. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive flexible wafer and this event is deemed possible because product use it temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.